Event description:
It was reported that the patient had a reaction to the soft splint that was issued. It is unclear when the patient received the device, when the patient first used the device, or when the reaction occurred. It is unclear when the patient received the device, when the patient first used the device, or when the reaction occurred or resolved. With regards to the device, the provider was provided a return label to return the device back to glidewell for evaluation.

Manufacturer narrative:
The device has been returned. Once the investigation is complete a supplemental report will be submitted. Section a2: the patients date of birth was not provided when asked. Section a4: the patients weight is not provided when asked. Section a5/a6: this information not provided when asked. Section b3: this information was not provided when asked. Section b6/b7: this information was not provided when asked. Section d4 is not applicable with the exception of serial number as the device is manufactured by prescription. Section d6-d7 is not applicable as the device is manufactured by prescription and not implantable. Section h4: manufacturing data not available at the time of submission.